Event description:
It was reported that during cholecystectomy after the third shot, the jaw became not open and could not use. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.